Event description:
Patient reported their dentist said that they should never have been prescribed the aligners. They now need an orthodontist. They have had two teeth break due to the aligners aligning their teeth with their bottom teeth and resulting in breakage. They have had to have two teeth pulled and will need implants.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.